Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar and ulcer are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced abdominal pain and the peg tube moving internally in the abdomen. On (B)(6) 2021, a bezoar was found during gastroscopy, along with a duodenal ulcer. The pyloric orifice was deformed. The peg-j tubing was removed on (B)(6) 2021, and the patient will receive pariet (2x2) treatment for 4 weeks to allow for healing of the ulcer.